Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform the occlusion, prime and excessive no delivery test due to the alarm. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming compromised force sensor system during prime and insulin would squirt out of the tubing. Customer stated that this has been happening for 2 or 3 weeks. Customer was disconnected during prime. The insulin pump has been probably bumped. The drive support cap is protruded. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.